Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report a fluid leak that occurred during an unknown phase of a pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The pdrn said the patient did not complete their treatment, but there were no adverse effects due to this. When the cycler set was removed from the cycler, fluid was found in the cassette compartment. The pdrn said it was not a large quantity of fluid. There were no signs of damage found on the cassette and it was unknown where exactly the fluid was leaking from. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported events. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Event description:
A peritoneal dialysis registered nurse (pdrn) contacted fresenius technical support (ts) to report a fluid leak that occurred during an unknown phase of a pd patient¿s treatment. Prior to discovery of the fluid leak, it was reported that an m31 air detected in cassette alarm had occurred. The pdrn said the patient did not complete their treatment, but there were no adverse effects due to this. When the cycler set was removed from the cycler, fluid was found in the cassette compartment. The pdrn said it was not a large quantity of fluid. There were no signs of damage found on the cassette and it was unknown where exactly the fluid was leaking from. The pdrn confirmed the patient did not develop any symptoms, experience any adverse effects, injuries, or require medical intervention as a result of the reported events. The cycler set was not available to be returned for evaluation as it was reportedly discarded.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.